Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 12feb2021

Event description:
It was reported to philips that the device had failed the system leak test. The device was not in clinical use at the time of the event. This issue was found during set up of the device. There was no delay to patient care as another v60 was brought in to use for treatment. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse evaluated the device and did not find any errors in the event log, but noticed pneumatic leakage at the gas delivery system (gds). A replacement gds assembly was ordered.

Manufacturer narrative:
G4:22mar2021. B4:06apr2021. The fse found that one of the solenoids placed at gds was not well connected. After reconnecting it, the device was confirmed to have returned to functionality and was placed back into use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.